Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 07 apr 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the patient's feeding tube is "never comfortable." The patient stated "for the past 10 days, or so, it¿s been hurting more and interfering with my rest and sleep." Placement of [device] occurred on (B)(6) 2019 and according to the caregiver the patient began experiencing discomfort immediately. On (B)(6) 2019 the patient went to ER [emergency room] "due to pain and redness associated with mic-key site" and had a CT [computed tomography] scan performed. Physician reported [the scan] "showed nothing indicating the cause of her severe pain, but it appeared that she was fighting cellulitis." Patient prescribed antibiotics for infection. Patient is stable.